Event description:
Caller changed pod in the a.m. And during the day his blood glucose level went up and has not come down to where he would like it to be (range 160's-370's). The customer support representative reviewed all settings and pointed out to caller that even though bg is not lowering to where he would like based on history, it was apparent that his bg level had gone up and down indicating that insulin was being delivered. Caller wanted to remove pod but only if we replaced it. The device is being returned to the manufacturer for evaluation.

Manufacturer narrative:
The returned device was evaluated for the reported problems. The device needle mechanism was deployed, however, it was determined that the needle mechanism may not have initially deployed and fully extended the cannula into the patient's subcutaneous tissue. This delay may have caused/contributed to the patient's elevated bg levels and was due to a manufacturing defect. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.